Manufacturer narrative:
On february 18, 2025, novocure received a medical record indicating that the patient was evaluated on (B)(6) 2025, for exposed cranial hardware at the surgical resection site, accompanied by clear drainage, which raised concerns of a potential evolving infection. The patient underwent a neurosurgical evaluation, and a surgical revision and washout was advised. The recommendation was to leave the bone flap off for several months, with a subsequent course of antibiotics. On (B)(6) 2025, the patient's spouse reported that the patient would temporarily discontinue optune gio therapy, effective (B)(6) 2025, due to a scheduled wound revision surgery on (B)(6) 2025. Novocure medical opinion is that the contribution of the array placement to the wound infection cannot be ruled out. Contributing factors for wound infection in this patient include: prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 64-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2021. On (B)(6) 2024, the patient reported that she had a sore on the top of her head, adjacent to her surgical resection scar (last surgical resection (B)(6) 2020). Reportedly, the patient consulted a plastic surgeon who advised surgery which would allow the wound to heal, but the patient refused as he would not be able to use optune gio therapy for an indefinite period. The patient treated the area with an unspecified ointment, prescribed by the healthcare provider (hcp). On (B)(6) 2025, the patient provided an image which depicted a wound dehiscence at the site of the surgical resection scar with exposed cranial hardware. The patient reported that she continued to apply the topical ointments prescribed by the hcp. On (B)(6) 2025, the patient reported contacting the hcp regarding the visible cranial hardware. The hcp advised discontinuing optune gio therapy until further consultation with the surgical team to determine the appropriate course of action. The additional image provides further clarification, showing increased exposure of the cranial hardware. Attempts to contact the prescribing physician for further details were made, but no response was received.

Manufacturer narrative:
Novocure opinion is that the contribution of the array placement to wound dehiscence cannot be ruled out. Contributing factors for wound dehiscence in this patient include: prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).